Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a bleeding open sore under the left breast area. There was no alleged device malfunction contributing to the wound. The patient¿s nursing team put meta honey cream and bandages on the wound. Outcome of the wound is unknown as follow up attempts were unsuccessful.